Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49062, 1627487-2020-49063, 1627487-2020-49064. It was reported patient experienced ineffective stimulation due to 2 of the leads migrated. As a result, both the leads were explanted and replaced restoring effective therapy. It is unknown which leads are liable for the issue, so all the suspected devices are reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the analysis of returned device, problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.